Event description:
It was reported that white particulate matter (pm) was observed in the silicone tubing of a titanium transfer set. This was noticed during use of the device for peritoneal dialysis therapy. The transfer set was used for four (4) months. To resolve the issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was white residue inside the silicone tubing of the returned transfer set. The white residue was identified as fatty acid (likely calcium stearate, calcium carbonate, and small amount of carbonyl ¿ based material). The white residue was not a component of the transfer set. The origin of the particulate was not a manufacturing issue but was derived from a combination of therapy solutions and patient effluent. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.